Manufacturer narrative:
This supplemental report is being submitted to provide the device's final investigation. Updated fields: h2, h4, h6, h11. Despite good faith efforts being made, the cleaning disinfection and sterilization (cds) information could not be obtained. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination and residue was present on the cleaning brush. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.